Manufacturer narrative:
Approx. 8 months post index procedure ((B)(6) 2018), the venus outflow was treated with a non-medtronic device. Approx. 13 months post index procedure ((B)(6) 2018), avf shunt stenosis was reported. The anastomosis was treated with a non-mdt pta ((B)(6) 2018). The patient was also treated with medication. The issue was resolved and the patient reported to have recovered on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one fortrex standard pta was used to treat the anastomosis of the right arm ((B)(6) 2017). Approximately 2 months post procedure ((B)(6) 2017), the patient suffered shunt occlusion, and was treated with a non-medtronic device. Approximately 4 months post procedure ((B)(6) 2017), the patient suffered a shunt stenosis and was treated with a non-medtronic device. Approximately 6 months post index procedure the patient suffered from shunt stenosis ((B)(6) 2018) and was treated with a non-mdt pta. The event was resolved on the same day.